Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016 the receiver had a low transmitter battery. There was no report of any injury or medical intervention. No additional event or patient information is available. Data download log was provided by the patient and reviewed for evaluation on 09/01/2016. Complaint for a low transmitter battery could not be confirmed, however, transmitter failure was found and confirmed on 09/01/2016. The root cause was determined to be a defective transmitter post investigation. Based on the findings of a transmitter failure this is now reportable. Complaint device was returned for evaluation. A visual exterior inspection was performed on the transmitter and it passed. A voltage test was performed on the transmitter, resulting in no voltage. Data was downloaded from the transmitter and reviewed, finding a low transmitter battery alert on (B)(6) 2016. The complaint of a low transmitter battery was confirmed. The root cause could not be determined, post investigation.